Event description:
It was reported that during the ablation procedure, the user did a first pull-back and noticed that the lesion was no longer heating. The user moved the laser back to the original position and try to heat again but did not see any heating on the thermal map. The technician then went to visually inspect the laser connection on the portable connector module (pcm) and noted that both the organic and blue connection on the laser portion of the pcm were melted. The technician used a scissors to cut the laser umbilical to remove the laser and continued with the back-up pcm. This caused a 45 minute prolongation to the procedure but did not cause any patent harm.

Manufacturer narrative:
Device evaluation: the portable connector module was visually inspected upon return. Confirmed that the laser fibers melted inside the e2k connector.